Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2019 during which the surgeon noted a small recurrent incisional hernia noted at the periphery of the previous mesh that had been placed. There were adhesions to omentum that were taken down. The mesh was removed. It was reported that the patient experienced severe pain and discomfort. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.